Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire ptfe (polytetrafluoroethylene) coating was peeled off on several places along its proximal, 29.0cm from the proximal end. The guidewire was also noted to be bent, the torque was not smooth and resistance was encountered during functional testing, likely due to procedural factors. The ptfe coating appeared to have peeled from an insecurely tightened torque device, however, this cannot be conclusively determined as the torque device used in this procedure was not returned for analysis. Based on the information available and investigation results, an assignable cause for the observed ptfe coating peeled could not be definitively determined.

Event description:
Analysis of the returned device found the polytetrafluoroethylene (ptfe) coating was peeled on the guidewire. There was no clinical consequence to the patient as a result of this event.